Event description:
The patient reported loss of stimulation on her right side and stimulation at the implant site while charging. The patient was implanted with a new advanced bionics spinal cord stimulator.